Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Insulin was squirting out during the manual prime process. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No compromised forced sensor alarm noted. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.